Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had fallen and hit the ground and alarmed for no delivery. The customer states their blood glucose level was unknown. The customer states their levels had been as high as between 400mg/dl and 500mg/dl. The customer states they treated the highs with manual injections. Troubleshot was unable to be conducted due to customer having to speak with therapist. The customer would be calling back at a later time.